Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient has tubing issue event on (B)(6) 2026. The infusions set tubing was detached during while patient was changing clothes. No further information available.